Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information were made. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that following toric intraocular lens (iol) implant surgery, the patient's astigmatism was not adequately corrected and the vision was "bad." The lens was exchanged for another toric lens of unknown power. In a follow up, the surgeon reported the event resolved with the treatment (iol exchange). The patient had a history of refractive surgery in the affected eye.